Event description:
Two days after botox and juvederm, I started to get tightening of the chest, trouble breathing, anxiety, pressure in face. One hour after administration, I had anxiety attacks. I am still sick with intense headaches, sinus pressure, was in bed with muscle weakness and respiratory, weight loss, confusion. Been to doctor twice, xanax, z pack twice, inhalers, nasal spray, no relief, unable to go to work. It's now (B)(6), one month of illness. Administered product in brow and cheeks. Intense headaches, pressure in cheeks, dizziness, spaciness, muscle weakness and blurred vision. Quantity: 1 syringe juvederm.